Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d4: unique identifier (UDI) h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. An investigation was completed for this complaint by the assigned manufacturing site investigation team. The complaint summary of this investigation required rework. A CAPA was raised and an updated/corrected investigation summary has been completed in accordance with assigned CAPA. A supplemental MDR is being submitted to document the completion of investigation rework and final investigation; the complaint record will proceed to closure. Returned sample evaluation: there are two photographs associated with this case and in these, the reported defect can be seen. No unused returned sample was received. Conclusion summary of the related event: based on the analysis performed, even thought there was an increasing tendency of complaints related to ¿off center starter hole¿ during 2018 and beginning of 2019, the updated data shows a positive tendency after the corrections executed to the automation tooling systems (ats#1 and ats#2) machines. Current quality and manufacturing controls have demonstrated to be adequate and effective since no non-conformances have been generated during the production process associated to the same failure from january 2018 to september 30, 2020. Also, this failure mode will continue to be monitored by the leadership during the corrective and preventive actions (CAPA) review board (monthly) and management review (biannual) for track and trending. No additional action is considered necessary for this record. The investigation has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Manufacturer narrative:
Initial reporter: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
The physician reported that the end user indicated the "pre-cut hole is not exactly in the center of the barrier." There was no reported patient harm. No further information or photograph was provided.